Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit turned off by itself while in use. Per customer, the unit turned off while being used on a patient. A respiratory therapist (rt) was standing in the room and there was no harm or injury to the patient.

Manufacturer narrative:
The complaint has aged beyond 90 days and no parts have been returned for evaluation, therefore a device evaluation cannot be performed and the investigation results are not available for a customer response. The service history record for this device indicates the field service engineer could not duplicate the problem, the unit passed the self test and no new complaints have been reported. If the customer contacts phillips for further information or the device is received for investigation, the complaint will be re-opened and investigated.